Event description:
Laser quit working during surgery to laser a stone; the patient was on the extracorporal shockwave lithotripsy (eswl) table, so we did shock the stone for a bit, but clearly physician would have preferred to keep lasering. This laser is owned by southern litho and they are responsible for maintaining the equipment. The aerotherapies company stated: quanta system: the laser had a malfunctioning blast shield and will need to be serviced.